Event description:
A patient reported blood glucuse results of "60, 120, 210, 155, and 164 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.